Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported event did not occur. However, upon inspection of the device, noise was visible in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electronic component problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the bronchovideoscope exhibited a b30 communication error. There were no reports of patient involvement.